Event description:
It was reported that during an interventional procedure, sheath damage occurred. The 95% stenosed, severely calcified 12mm long ostial lesion being treated was located in the right coronary artery (rca). The physician was able to complete one rotablator pass successfully. Upon attempting to complete a second atherectomy run, the physician was unable to get the speed over 30,000 rpms. The physician also was unable to inject contrast around the 1.25mm burr within the 6fr runway guide catheter. The physician then removed the rotalink plus system, and there was a pinhole leak in the sheath of the catheter. The procedure was then completed with angioplasty and stenting. No patient complications were reported, and patient status was reported as 'fine'.

Manufacturer narrative:
The rotablator plus unit was connected on the return of the device back to site for investigation. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. A tug test was carried out on the rotalink plus unit and no issues were noted. A connect/disconnect test was carried out as per procedure and no issues were observed. The rotalink plus unit was wire guided using a test wire guide. No issues were noted. An attempt was made to wet test the rotablator plus unit, however, it was noted that the catheter sheath had a pin hole approximately 24cm from the catheter housing. The rotablator plus unit reached 175k but was very unstable and fluctuated form 95k-175k. The pin hole is consistent with over tightening of the hemostasis valve. The catheter could not be wet tested due to the pin hole on the catheter sheath. The burr was microscopically examined and no issues were noted. The advancer was wet tested using a test catheter as per procedure and no issues were noted. The device history record for this batch number has been reviewed for manufacturing issues. No issues of discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause is user/use error. The complaint device was not used in accordance with the directions for use. The damage to the catheter sheath, approximately 24cm from the proximal end of the catheter housing, is associated with over-tightening of the hemostasis valve. Over tightening of the hemostasis valve can result in the catheter sheath becoming crushed.